Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered an accidental bolus request of 16 units instead of 1.6 units. To address the larger than expected bolus, the customer consumed multiple glasses of juice and noticed having a large amount of insulin on board (iob). The customer's lowest blood glucose level was 104 mg/dl. Recommendation was made by tandem technical support to double check the bolus request prior to delivering a bolus.